Manufacturer narrative:
Initial.

Event description:
It was reported that the user exhausted insulin cartridges and the caregiver temporarily refilled and reused two previously used cartridges after sterilization due to a delayed shipment attributed to insurance issues, while the device itself was not reported to malfunction. No adverse clinical symptoms with increased insulin needs associated with higher carbohydrate intake. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included customer care agent verification of supply logistics and user education regarding proper cartridge use and meal announcements. Investigation of this case revealed that the device functioned as intended and that the issue related to supply availability and user behavior rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and external supply constraints.